Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
The initial reporter stated that coaguchek xs meter serial number (B)(4) would not turn on due to an electrical short. The reporter stated there was a puff of smoke with a little smell that came from the meter. There was no evidence of fire and the reporter did not need to evacuate the room. The plastic around the meter contacts was melted. The reporter discarded the batteries. The contacts appeared charred.

Manufacturer narrative:
The customer did not return the meter for investigation. The cause of the event could not be determined.